Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had experienced a system glitch when pulling multiple components, with one missing. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the es system application had crashed, and the order was grayed out. A technical support specialist followed up on the case, and the customer responded that no further assistance was needed as the issue had been resolved.